Event description:
Thermachoice balloon ablation wand did not reach appropriate pressure to allow the heating mechanism to begin. Wand removed and noted 5cc's of fluid in the proximal end of wand was missing. Happened a second time with a new wand-not reaching appropriate pressure to allow the heating to begin. In another case, the machine was showing an error code. A backup machine was used to finish the case. Product: gynecare thermachoice balloon ablation wand, malfunctioned on two different cases-(B)(6)2013.